Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, a minimum fill notification occurred after filling the cartridge with 100 units of insulin. In addition, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 120 mg/dl.